Event description:
It was reported a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was also constipated, which contributed to the peritonitis event. The patient was hospitalized for 3 days for peritonitis. The patient was treated for peritonitis with intraperitoneal (ip) vancomycin (dose unknown and frequency not reported) and retraining on pd therapy aseptic technique was performed. At the time of this report, the patient had recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.